Event description:
It was reported that during a procedure the fiber broke for an undetected reason and it needs to be replaced. A second fiber was used to complete the procedure. There was no patient complication.